Event description:
On 8/4/99 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: type I latex allergy; allergic rhinitis; wheezing, systemic asthma, anaphylactic reactions and shock.